Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.

Event description:
It was reported that the insulin pump had excessive no delivery alarms during bolus and basal. Customer also mentioned that they are experiencing high blood glucose readings due to the issue. Customer's blood glucose reading at the time of the call was a little over 200 mg/dl. No further information reported.